Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an incident where user experienced an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor was investigated and the issue was confirmed during qc testing in-house. Intermittent sensor led failures were detected during this test. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. D8 was this device serviced by a third party? No. D9 device available for evaluation? Yes, device received on 24 april 2020. H3. Device evaluated by manufacturer? Yes. H6. Health effect - clinical code updated to 4582. H6. Health effect -impact code updated to 2199. H6. Medical device problem code updated to 1559. H6. Component code updated to 510. H6. Type of investigation updated to 4111 and 10 . H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.